Event description:
It was reported that the pulse generator was missing the right ventricular ports setscrew upon implant. The device was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.